Event description:
The user facility reported a 54-year-old male undergoing left heart catheterization was implanted with an impella cp device for mechanical circulatory support. It was noted that the catheter had receded across the aortic valve during the course of support. Upon attempting to re-cross the valve, the catheter prolapsed on itself and could not be advanced. The pump was pulled back into the descending aorta, however, attempts to straighten the catheter were unsuccessful. The vascular surgeon was advised that in order to continue using the pump, it would need to be straightened out using a snare. Due to the patient's existing overall condition, the decision was made to withdraw impella support. The pump was left in the descending aorta until the patient passed away.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02416 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for benchtop investigation. The root cause of the positioning issue was use related as the pump was pulled back across the aortic valve and was kinked when attempting to recross.